Event description:
A remstar auto p-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. Additionally, the device had dirt and dust contamination. The service center also found 3.2 missing control dial button. The device was scrapped as per customer request.